Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed. The pump was cracked on the side by the tube holders, had a broken lower left corner on top case, a cracked right plunger case, a cracked left plunger case screw boss, and contamination on the bottom case. A review of the event history log found motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was a combination of worn and dirty motor assembly, old blue worm gear, leadscrew and clutch halves. This wear was considered normal as the age of the pump was over 6 years old. To resolve the problem, the motor assembly, old blue worm gear, leadscrew and clutch halves were replaced. The root cause of the case damage noted was user related. To resolve the damage issue, the top case, right plunger case and bottom case were replaced.

Event description:
It was reported that the pump displayed motor rate error, and had case damage. No additional information available. No patient injury was reported.